Event description:
In 2008, the patient was implanted with gore tag thoracic endoprostheses to treat an aneurysm in the descending thoracic aorta. The procedure went as planned, but a distal type I endoleak has persisted. The distal end of the device was placed on a suture line proximal to the celiac artery. The patient is stable with no other complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Persistent type I endoleak due to anatomical conditions.